Manufacturer narrative:
The k-wire was classified to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The k-wire was documented as faultless prior to distribution. The customer reported that the complained k-wire is part of pfa 2015-172; the pfa specialist confirmed this, the k-wire is part of the pfa. Furthermore, the customer reported that an infection occurred and the causing germ is a streptococcus agalactiae. All available information was evaluated by a consultant hcp: ¿streptococcus agalactiae is a typically hospital germ, mostly important to the neonatology because this germ causes severe infections to newborns; a dispersion within the hospital is very likely; the chance that this germ occurred during manufacturing can be excluded because the wire and its package were sterilized by gamma-rays after manufacturing and packaging. But a contamination during transport and storage within the hospital due to insufficient hygiene is theoretically possible; a reference between the reported germ and the complained k-wire can be excluded; the k-wire did not contribute to the infection.¿; due to the hcp evaluation the case is attributed to an insufficient hygiene within the hospital responsibility; a deeper investigation according to procedure dqi 13-001 handling of infection complaints is not necessary.

Event description:
This is related to (B)(4). A patient had infection. Dr. Strongly doubts the cause of problem was guide wire. Detail information will be given 1st of march 2016. New information received indicated that the patient had infection but cause of infection was unknown.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product was disposed.

Event description:
This is related to (B)(4). A patient had infection. Dr. Strongly doubts the cause of problem was guide wire. Detail information will be given (B)(6) 2016. New information received indicated that the patient had infection but cause of infection was unknown.